Manufacturer narrative:
The customer confirmed the reported issue. The customer replaced the power switch overlay to resolve the failure. The unit was tested, and it was returned to service.

Manufacturer narrative:
Date of report: 23jun2021. There was no patient involvement.

Event description:
The customer reported the vent gives check vent "alarm light emitting diode (led) failed" error message. The device was not in clinical use. No patient or user harm was reported. The remote service engineer (rse) gave the part ID information for the power switch overlay. Other information is pending.